Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported right side rupture, burning, misshapen and trouble sleeping due to pain. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported drainage of capsule, being depressed, ¿several radial folds,¿ and ¿probably early gel bleeding¿. The following events were additionally reported but are not related to the device: losing weight, and low self steam, ¿breast lump in the upper hemispheres of the periareolar region.¿

Event description:
The device has been explanted.

Event description:
Patient representative reported right side rupture, burning, misshapen and trouble sleeping due to pain. Patient reported drainage of capsule, being depressed, ¿several radial folds,¿ and ¿probably early gel bleeding¿. The following events were additionally reported but are not related to the device: losing weight, and low self steam, ¿breast lump in the upper hemispheres of the periareolar region.¿ the device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture : observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain : unable to observe as it is a medical event that is not related to the device. Visibility/palpability : unable to observe as it is a medical event that is not related to the device. Depression : unable to observe as it is a medical event that is not related to the device. Drainage : unable to observe as it is a medical event that is not related to the device. Varied injuries-ndr : unable to observe as it is a medical event that is not related to the device. Crease/folding of implant : observed. Gel bleed : unable to observe as it is a medical event that is not related to the device. Lump/nodule-ndr : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: rupture : observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain : unable to observe as it is a medical event that is not related to the device. Visibility/palpability : unable to observe as it is a medical event that is not related to the device. Depression : unable to observe as it is a medical event that is not related to the device. Drainage : unable to observe as it is a medical event that is not related to the device. Varied injuries-ndr : unable to observe as it is a medical event that is not related to the device. Crease/folding of implant : observed. Gel bleed : unable to observe as it is a medical event that is not related to the device. Lump/nodule-ndr : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data.

Event description:
Patient representative reported right side rupture, burning, misshapen and trouble sleeping due to pain. Patient reported drainage of capsule, being depressed, ¿several radial folds,¿ and ¿probably early gel bleeding¿. The following events were additionally reported but are not related to the device: losing weight, and low self steam, ¿breast lump in the upper hemispheres of the periareolar region.¿ the device has been explanted and replaced.